Manufacturer narrative:
Other relevant device(s) are: product ID: 9735859, serial/lot #: unknown. A manufacturer representative went to the site to test the equipment. Testing found the network bulkhead failed and needed to be replaced. A connector was returned for analysis. Analysis found there was no visible damage, but a continuity test revealed an open at pin 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having issues with communication with pacs. The interface appeared red in software, and attempts to ping failed. They also had issues trying to pink the system in reverse. There was no patient present during this time.